Event description:
The following has been reported to hamilton medical ag on 29 february 2024 from a customer in (B)(6). It was reported that on february 29th 2024, received (B)(6) check valve assembly with same serial number as it was delivered earlier in (B)(6) 2023. Repeated serial number for (B)(6) . Sn: (B)(6) was received in the warehouse. First serial arrived on (B)(6) 2023, ordered on po (B)(4), and it was used for a repair. Second serial number arrived on (B)(6) 24, ordered on po (B)(4). According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to lot number incorrectly labelled as s/n on the box of check valve assembly.number indicated as serial number on label is actually part's lot number. Leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction is considered: label will be updated in future to reflect this number as lot number. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in australia. It was reported that on (B)(6)2024, received msp161192 check valve assembly with same serial number as it was delivered earlier in (B)(6) 2023. Repeated serial number for 3hmt-msp161192. Sn: (B)(6) was received in the warehouse. First serial arrived on dec 2023, ordered on po (B)(4), and it was used for a repair. Second serial number arrived on 19.02.24, ordered on po (B)(4). According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to lot number incorrectly labelled as s/n on the box of check valve assembly. Number indicated as serial number on label is actually part's lot number. Leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction is considered: label will be updated in future to reflect this number as lot number. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Updated fields: additional information added in follow-up #2 (B)(4). Field updated. The issue was identified during incoming inspection at the partner's warehouse, with no patient involvement at any time. It was observed that the lot number was incorrectly labeled as the serial number on the outer packaging of the check valve assembly. The affected box and its components did not reach the market or any end customer. Furthermore, even if the parts had been distributed, the presence of a lot number in place of a serial number would not pose any risk to patients or users, nor would it impact device performance or traceability in a clinically relevant way. Based on this information, the case is now assessed (as of this follow-up report) as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned, or that the device or a similar device would be likely to cause or contribute to death or serious injury if the labeling error were to recur.

Event description:
The following has been reported to hamilton medical ag on 29 february 2024 from a customer in australia. It was reported that on february 29th 2024, received (B)(6) check valve assembly with same serial number as it was delivered earlier in dec 2023. Repeated serial number for (B)(6). Sn: (B)(6) was received in the warehouse. First serial arrived on 19.12.23, ordered on po (B)(6), and it was used for a repair. Second serial number arrived on 19.02.24, ordered on po (B)(6). According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to lot number incorrectly labelled as s/n on the box of check valve assembly.number indicated as serial number on label is actually part's lot number. Leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction is considered: label will be updated in future to reflect this number as lot number. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Updated fields: b4, d1, d4, g6, h2, h4, h11.